Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Report 6 false negative sars results, patients were symptomatic. 60 tests performed a day. The customer communicated the results were confirmed positive by molecular (pcr testing).